Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device did not give an ECG alarm. The patient died.

Manufacturer narrative:
H3 and h6: the philips field service engineer (fse) was onsite. The fse was able to check the intellivue mx700 patient monitor, all alarms were audible and visual and were announced audibly and visually on the central station. The device was found to be operating normally - no trouble was found during testing. The configuration files and error lists of the device were obtained. The configuration files and error lists were sent to the product support engineer department, but no further information contributed to the reported incident. The alarm review and the alarm logs were not available for evaluation as the customer had already discharged the patient. No further details were available, and the exact cause for the reported issue and its resolution remain unknown. The field service technician informed the customer about the investigation results. Based on the available information and testing performed, the device was working as expected during testing. The exact cause for the reported issue could not be established and a malfunction of the device at the time of the reported event can not be ruled out. This information was provided to the customer. The device remains in use at the customer site. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
H3 and h6: the philips field service engineer (fse) was onsite. The fse was able to check the intellivue mx700 patient monitor, all alarms were audible and visual and were announced audibly and visually on the central station. The device was found to be operating normally - no trouble was found during testing. The configuration files and error lists of the monitor were obtained. The configuration files and error lists were sent to the product support engineering department, but no further information was found indicating a contribution of the monitor to the reported incident the alarm review and the alarm logs were not available for evaluation as the customer had already discharged the patient from the bedside monitor and the central station. No further details were available, and the exact cause for the reported issue and its resolution remain unknown. The field service technician informed the customer about the investigation results. Based on the available information and testing performed, the device was working as expected during testing. The exact cause for the reported issue could not be established and a malfunction of the device at the time of the reported event can not be ruled out. This information was provided to the customer. The device remains in use at the customer site. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.